Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported angina and thrombosis are known adverse events as listed in the no fault risk assessment and xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: thrombosis. Onset of adverse event: two days post procedure. It was reported that two days after the 3.5 x 23 xience stent was implanted in the left main trunk and the proximal left anterior descending artery, the pt experienced chest pain. Coronary angiogram confirmed sub-acute in-stent thrombosis, which was treated with balloon dilatation and the placement of a second xience stent in the index target vessel. There was no adverse pt sequela. Reportedly, medical opinion indicates that the thrombosis was due to the pt's morphology and not the xience v stent. No add'l info was provided.